Event description:
It was reported that during a laparoscopic total gastrectomy procedure, the cartridge came off and fell into the patient after the 1st firing on between the esophagus and the jejunum. Then, bleeding occurred from the cut line. It was found that staples were not deployed except 20% of the proximal end, but the cut was completed. The amount of bleeding was unknown. Ligation was performed to stop bleeding. Blood transfusion was not required. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: product code was changed from ats45 to 6tb45. The cartridge was changed from 6r45b to tr45g. Qty to be returned was changed from 2 to 1. Was the cartridge retrieved from the patient? Yes. If yes, how was the cartridge retrieved from the patient? It was removed via a trocar with a forceps. The complaint reports two devices were involved. Did both devices have the exact same issue? No. If no, please clarify the issue that occurred with each device. It was wrong information. This event occurred in one device. The product code was not ats45 but 6tb45. One 6tb45 and one tr45g will be returning.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the 6tb45 device was received in good visual condition and with a tr45g cartridge reload present. The returned reload was partially fired 1/ which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.